Manufacturer narrative:
Correction: b5 updated to include additional complaints b3 additional info notes that the event date was (B)(6) 2021 g3 additional info notes that the awareness date was dec 1, 2021.

Event description:
It was reported that the patient's right ventricular lead exhibited dislodgement and over-sensing of noise leading to inappropriate shocks. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgment and oversensing noise resulting in several shocks. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of noise was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that a patient's right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was stable post procedure.